Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2013 in site area #10 (type ii bone). Primary stability was achieved. Osseointegration was not achieved. The clinician reports that the reason for the implants failure was implant loose at post op appt. The clinician states that the pt was wearing a complete upper denture with a soft line around the implant. The implant was removed on (B)(6) 2013 due to mobility. Medical history no significant findings.